Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. Unable to verify insulin flow blocked alarm due to missing retainer. Unit received with broken reservoir tube lip, missing reservoir tube o-ring, cracked select button keypad overlay, minor scratches on case, broken belt clip rails and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone that the insulin pump alarmed insulin flow blocked. The customer's blood glucose reading was 230 mg/dl. When customer was changing the reservoir the retainer ring that holds the reservoir in place broke off and the o-ring inside the reservoir compartment was missing. The customer was advised the insulin pump will need to be replaced. The insulin pump was returned for analysis.